Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) confirmed low total areas. The fse found a contaminated flow path. The fse decontaminated the flow path and replaced the rotor seal from the injection valve and filter. The fse then proceeded to run calibration, quality controls and precision check; all passed. The fse noted that the column was beyond the 2500 maximum injection count recommended by the manufacturer. The g8 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 21-jan-2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported event was due to a faulty rotor seal on the injection valve.

Event description:
On (B)(6) 2018, a customer reported getting low total areas on whole blood patient samples with the g8 instrument. The customer replaced the sampling needle assembly and checked the waste line for kinks, but the low total area on whole blood patient samples persisted. The customer reported that total areas on quality controls were within acceptable range and that pre-diluted samples run on the g8 instrument were also within total area specifications. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.